Manufacturer narrative:
Ts accessed the uploaded data and will have in-house engineering for an opinion on episode#9. There are currently no allegation of device malfunction. The ts consultant discussed these episodes with a co-worker and contacted the local representative back to discuss further. Based on review of the previous and recent uploaded episodes, the patient had at least 100 seconds of asystole. After the first treated episode, there is no evidence of sensing issues. There are back-to-back two second markers which indicate that two seconds had passed with nothing sensed. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The s-ICD system was explanted and replaced with a transvenous ICD system. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Visual inspection noted no irregularities with the lead barrel and the set screw moved freely in both directions. A test electrode was inserted the lead barrel. The lead could be fully inserted into the lead barrel. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted technical services on (B)(4) 2017. The fcr was inquiring about an extended episode report as this patient arrested on (B)(6) 2017. There are six to seven stored episodes and asked for stored data that may be available prior to the episodes. The first episode on (B)(6) 2017 occurred at 2:03 pm. Ts was informed that the arrest was unwitnessed. The patient was admitted into the hospital and is currently on respirator support. Ts recommended that the fcr upload stored data for review. Ts reviewed the attached session data. This patient had six episodes and eleven shocks on (B)(6) 2017. There are periods of bradycardia and some oversensing. Ts noted in episode#2 that the device's smartpass feature was disabled. The fcr was contacted to explain the smartpass criteria and why smartpass was turned off. Ts reviewed the episodes at a high level and reported that there was bradycardia particularly at the end of the first episode. The fcr agreed and commented that the patient had pulseless electrical activity (pea) likely at the time of the bradycardic event. Additionally, it appears that cardiopulmonary resuscitation (CPR) may have been in progress. The local representative contacted ts to report that some of the episodes appear to be complete heart block with oversensing and shocks which correlates with resuscitation including chest compressions. The physician believes that some of the oversensing is related to chest compressions. The local representative informed ts that episodes #8, 9 and 10 would be uploaded later in the day. Episode#8 showed appropriate detection and treatment of a ventricular event; however, the patient had subsequent chb and was shocked in episode#9 during chest compressions. Episodes#8-10 occurred while the patient was having a CT scan. The patient had developed ventricular fibrillation and was resuscitated with CPR.